Event description:
In this event it was reported that a radix-anker post fractured. Surgical intervention was necessary to remove the broken pieces.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per cfr part 803. The device is available for eval, though has not been returned as of this report. Evaluation results will be submitted as they become available.